Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not alarm as expected when a blockage occurred with a non-tandem infusion set cannula. Additionally, it was reported that the customer had an unspecified cartridge issue and that the pump shutdown unexpectedly. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond. There was no reported impact to customer¿s blood glucose.